Event description:
As reported to coloplast though not verified, patient was implanted with mesh product. Later the patient experienced encrusted mesh and two sutures. A cystoscopy with attempted electrohydraulic lithotripsy of intravesical encrusted stone and cystectomy with excision of mesh and sutures were performed.

Manufacturer narrative:
Although a coloplast product was cited, in this report, a product name or item number was not provided. Additionally coloplast has not been provided any corroborating evidence to verify the information contained in this report.